Event description:
It was reported that during a lap chole procedure, the trocar lost its sealing ability. With device change, it lost pneumo. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the instrument was leak tested and failed. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.